Event description:
It was reported that the rigid video scope exhibited a purplish tint along the bottom portion of the image. The event occurred during service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - (B)(6). E1 - address - (B)(6).